Manufacturer narrative:
Patient information: no further patient information was provided by the customer. The complaint investigation included a review of data and information provided by the customer, ticket trending review, labeling review, and manufacturing review. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of tracking and trending for the conc ict diluent for lot number 01097un20 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the conc ict diluent for lot number 01097un20 or the architect c16000 processing module for serial (B)(4) was identified.

Event description:
The customer observed falsely depressed sodium results generated on the architect c16000 processing module for one sample. The following data was provided: initial result = 118 mmol/l, repeat on another analyzer = 140 mmol/l. No impact to patient management was reported.